Event description:
The manufacturer received information alleging a ventilator's power supply malfunctioned. No harm or injury was reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The ventilator's power supply pca was replaced to address this issue. The malfunction of the power supply would result in the failure of the device to operate on ac power or to charge it's internal battery. This particular malfunction for the power supply has only been reported on devices that are being sold internationally for use with 220 volt power sources.